Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au analyzer and identified the shield of cl electrode cable was damaged. The fse replaced the cl cable to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining ise solution stability errors on their dxc 700 au clinical chemistry analyzer. This resulted in erratic ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) results for one patient. The initial inconsistent results were not released outside the laboratory. The sample was re-analyzed, and the subsequent normal results were reported. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics and only shared results for this patient.